Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.

Event description:
Customer reported via phone, the insulin pump was alarming compromised force sensor system. Customer was attempting to change out the reservoir when the alarm occurred. The piston kept pushing through. Customer's blood glucose was 90 mg/dl. Troubleshooting was performed. Customer stated the device was not dropped or bumped prior to the alarm occurring. Customer reported the drive support cap was normal and doesn't recall pressing it while connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.